Manufacturer narrative:
Results: one pen needle that is not a bd product was returned for evaluation. As the returned unit was not a bd product, an investigation of the device was not completed. A review of the device history record for the actual bd device revealed no irregularities during the manufacture of the reported lot # 5230031. Conclusion: without a sample of the reported bd device, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer gave her son a hormone injection with a 31 g x 8 mm bd¿ ultra fine¿ short insulin pen needle. As she was trying to unscrew the pen needle and recap it, the needle punctured the cap and she obtained a contaminated needle stick injury. The consumer ran cold water over the site because it bled and placed an over the counter band-aid with an antibiotic on it. The consumer did not seek medical interventions for this incident.